Manufacturer narrative:
D6b: added explant date

Manufacturer narrative:
Investigation summary: ppae (ventricular fibrillation): the root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. There is no evidence to suggest the impella 5.5 contributed to or caused the reported events. The device remains implanted and functioning as intended, and no device related failure mode has been identified.

Event description:
The patient is a 49-year-old female with an indication for mechanical circulatory support due to postcardiotomy cardiogenic shock (pccs). The patient initially underwent an off-pump CABG ×3 procedure during which an intra aortic balloon pump (iabp) was placed, and defibrillation was required intraoperatively. Upon arrival to the cvicu, the patient developed a large hematoma at the iabp insertion site and was taken for CT imaging, during which she experienced cardiac arrest. The patient was emergently returned to the or where over 2 liters of clot were evacuated from the retroperitoneal space. During this period, the patient remained hemodynamically unstable with recurrent arrhythmias, requiring multiple defibrillations. Due to ongoing cardiogenic shock, an impella 5.5 (sn (B)(6)) was surgically implanted via direct left-sided aortic access on (B)(6) 2026 at 22:38. Prior to leaving the operation room, the patient required an additional defibrillation for ventricular fibrillation, after which she was transferred to the cvicu in sinus tachycardia. Based on the information available, the patient¿s complications¿including hematoma formation, retroperitoneal hemorrhage, cardiac arrest, hemodynamic instability, and ventricular fibrillation¿are consistent with the complexity and severity of the patient¿s underlying cardiac condition, surgical history, scai stage d shock and a initial heart rate of 171. There is no evidence to suggest the impella 5.5 contributed to or caused the reported events. The device remains implanted and functioning as intended, and no device related failure mode has been identified.